Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement reported.

Manufacturer narrative:
Additional information was received that the leak was less than 750ml. A leak rate of 750 ml or lower is insufficient to affect device ventilation. There was no reportable malfunction.